Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated oct 29, 2009), sorin is filing this MDR at this time. Labeling reviewed. (B) (4)

Event description:
Connection issues during the implantation procedure at ventricular level: there was no click sound when the setscrew was tightened. In addition, it was impossible to unscrew that setscrew after the initial tightening. Because the lead was properly tightened, the device was kept implanted.